Event description:
On 10/30/96, the MFR received a report from its distributor that a facility in their territory contacted them with a report that the device was removed on 10/29/96 as the device catheter broke. No further info is available at this time.

Manufacturer narrative:
Further communication with the facility materials handler, on 12/05/96, revealed that the pt had come in for an injection, on 10/21/96, and during fluoroscopy it was discovered that the device catheter had broken. The medical report states that the device was "removed in total". The facility materials handler did not have any further information on this event; however, he planned to have the facility risk manager contact the MFR with additional information including a description of the event, status of the device, lot number, implant date and catheter location. Further communication with the facility risk manager, on 12/17/96, revealed that the device was not implanted at their facility, therefore a lot number is not available. The device was stated to have been implanted on 08/21/96 for use in the pt's therapy. It was additionally stated that the oncologist was believed to have contacted the physician, upon which time it was discovered by x-ray that the device catheter was located in the right clavicle area of the subclavian. The device is unavailable for evaluation. A trend analysis was also performed on similar incidents involving this catalog number and has not identified any trends. The MFR's investigation of this event is inclonclusive. Based on the information available, and due to the unavailability of the device for analysis, no conclusion can be drawn as to the cause of this event. The facility will be notified of the review of this incident. No further information is available. The manufacturer is now closing the file on this event.